Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had motor damage and would not run, the locking mechanism was stiff/stuck, moving parts of the device did not move smoothly, the device had a sticky trigger, and component damage. It was further determined that the device failed pretest for check the attachment coupling, check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment, check free movement of soft-mode switch, check for sticky trigger, check air hose coupling, check function of device, check power with power test bench. It was noted in the service order ¿reverse locked¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) of 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.